Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a shock impedance measurement of 125 ohms. There was no noise observed, and all other lead measurements were normal. The shock impedance alert was increased to 150 ohms, and the patient would be monitored. No adverse patient effects were reported. The lead remains in service.